Event description:
The physician reported that the pt had received an inappropriate shock; atrial oversensing was observed upon interrogation of the subject ICD. The corresponding programmer file was reviewed by a sorin field rep in order to confirm the reported atrial oversensing, but the ICD memory content was not available in the available file. The message "unable to read file" was displayed.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.